Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient was presented to clinic for follow up. High, out of range pacing lead impedance was observed. False impedance measurements were suspected. Device remains implanted. No further information available.

Event description:
New information received notes that during device interrogation of a pacemaker dependent patient, all impedance measurements (pacing lead impedance and hv lead impedances) were high and out of range. After sensing and pacing test, impedances were measured again and they were normal. It was suspected that it could be due to intermittent contact between the device and the leads. The impedances were measured several times in-clinic and were out of range all times except once for each lead. The device was electively replaced due to device being on advisory. Patient¿s condition was table.